Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt presented to the outpatient clinic with redness of the driveline insertion site. A sample culture of the site was collected. It was also reported that the pt was very active and may have pulled the driveline when working out. The pt was prescribed antibiotics orally to be taken at home. No other info was made available.